Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician mistakenly inserted the df-1 pin of the lead into the is-1 port of the implantable cardioverter defibrillator (ICD) header and tightened the set-screw. Upon realizing this, the df-1 pin was removed and the is-1 pin was attempted to be inserted. The pin was not able to reach the end, but the set screw was tightened. When realizing the pin was not all the way through the header, the set screw was attempted to be loosened, damaging the wrench kit. A new wrench was used. Again, the wrench was damaged. Eventually the is-1 was removed from the header. It appeared the set screw was tightened in the header and was unable to be loosened up to allow a lead to be inserted. Using a service kit, a new set screw was attempted to be placed into the grommet without success. At this time it was decided to not use the device. An alternate device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.